Manufacturer narrative:
BLOCKS B2 AND B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED BY THE PATIENTS EX WIFE THAT THE PATIENT PASSED AWAY WHICH WAS FOUND THROUGH A PATIENT OUTREACH CALL. IT WAS STATED THAT THE CAUSE OF DEATH WAS SEPTIC SHOCK AND PERITONITIS, AND THAT IT WAS UNKNOWN IF THE PASSING WAS DEVICE RELATED. THE PATIENTS PHYSICIAN HAS NO INFORMATION REGARDING THE PATIENTS PASSING. NO ADDITIONAL INFORMATION WAS PROVIDED. NO FURTHER INFORMATION CAN BE OBTAINED.

Manufacturer narrative:
BLOCKS B2 AND B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT. CORRECTION TO INITIAL EMDR IN BLOCK E1. THE INITIAL REPORTER WAS THE PATIENTS EX-WIFE. INVESTIGATION SUMMARY: BASED ON THE AVAILABLE INFORMATION, AND IN THE ABSENCE OF THE PRODUCT RETURN, BOSTON SCIENTIFIC CONCLUDES THAT THE ROOT CAUSE OF THE REPORTED EVENT CANNOT BE ESTABLISHED. DEVICE HISTORY RECORD REVIEW: THE DEVICE HAS NOT BEEN RETURNED TO BOSTON SCIENTIFIC. AS SUCH, PHYSICAL ANALYSIS HAS NOT BEEN CONDUCTED IN OUR LABORATORY. LABELING REVIEW: A PRODUCT LABELING REVIEW IDENTIFIED THAT THE DEVICE WAS USED PER THE INSTRUCTIONS FOR USE (IFU)/PRODUCT LABEL. PER THE IFU, POSSIBLE RISKS OF IMPLANTING A PULSE GENERATOR TO DELIVER SPINAL CORD STIMULATION INCLUDE PROCEDURAL RISKS SUCH AS TEMPORARY PAIN AT THE IMPLANT SITE, INFECTION, CEREBROSPINAL FLUID (CSF) LEAKAGE AND, ALTHOUGH RARE, EPIDURAL HEMORRHAGE, SEROMA, HEMATOMA AND PARALYSIS. ADDITIONALLY, TISSUE REACTION TO IMPLANTED MATERIALS CAN OCCUR. RISK REVIEW: A REVIEW OF THE WAVEWRITER ALPHA IPG HAZARD ANALYSIS WAS COMPLETED AND CONFIRMED THAT THE EVENT OF DEATH WAS DEFINED IN THE RISK DOCUMENTATION. THIS EVENT TYPE HAS BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. INVESTIGATION CONCLUSION: THE DEVICE WAS NOT RETURNED TO BOSTON SCIENTIFIC AND AS SUCH A PHYSICAL ANALYSIS HAS NOT BEEN CONDUCTED IN OUR LABORATORY. HOWEVER, A REVIEW OF THE REPORTED EVENT AND ASSESSMENT OF THE INVESTIGATION ACTIVITIES DETERMINED THAT THERE IS INSUFFICIENT OBJECTIVE EVIDENCE TO ESTABLISH A CAUSAL RELATIONSHIP BETWEEN THE DEVICE OR THERAPY AND THE REPORTED OUTCOME. THEREFORE, THE ROOT CAUSE OF THE REPORTED EVENT COULD NOT BE ESTABLISHED.

Event description:
IT WAS REPORTED BY THE PATIENTS EX-WIFE THAT THE PATIENT PASSED AWAY WHICH WAS FOUND THROUGH A PATIENT OUTREACH CALL. IT WAS STATED THAT THE CAUSE OF DEATH WAS SEPTIC SHOCK AND PERITONITIS, AND THAT IT WAS UNKNOWN IF THE PASSING WAS DEVICE RELATED. THE PATIENTS PHYSICIAN HAS NO INFORMATION REGARDING THE PATIENTS PASSING. NO ADDITIONAL INFORMATION WAS PROVIDED. NO FURTHER INFORMATION CAN BE OBTAINED.

Event description:
It was reported by the patients ex-wife that the patient passed away which was found through a patient outreach call. It was stated that the cause of death was septic shock and peritonitis, and that it was unknown if the passing was device related as the full autopsy report has not been completed. The patients ex-wife stated if there are any findings that pertain to the SCS device she will contact Boston Scientific. The patients physician has no information regarding the patients passing. No additional information was provided.

Manufacturer narrative:
Block H11: The devices listed below should have been included within the initial eMDR:Brand Name: Linear? ST.UPN: M365SC2218500.Model: SC-2218-50.Serial: (b)(6).Batch: 7103568.UDI:(b)(4). Brand Name: Linear? ST.UPN: M365SC2218500.Model: SC-2218-50.Serial: (b)(6).Batch: 7107808.UDI: (b)(4). Brand Name: Linear? ST.UPN: M365SC2218500.Model: SC-2218-50.Serial: (b)(6).Batch: 7085376.UDI: (b)(4). Brand Name: Linear? ST.UPN: M365SC2218500.Model: SC-2218-50.Serial: (b)(6).Batch: 7085400.UDI: (b)(4). Brand Name: Clik? X.UPN: M365SC43180.Model: SC-4318.Serial: Not Applicable.Batch: 29451586.UDI: (b)(4).